Event description:
Unit was returned for service unrelated to this failure. During repair evaluation it was discovered that the audible alarm was not functioning. There was no patient involvement or reported patient harm. The unit has been forwarded to engineering for root cause analysis of the alarm failure.